Manufacturer narrative:
The pad-pak was first installed successfully on the 24th march 2010 and performed to specification up to the 29th january 2012. The device records temperatures below the recommended operating temperature range for this device. The device failed a self-test due to a low battery on the 5th february 2012 and remained in fault mode until 8th november 2012. The device records multiple manual power ons mainly of ten minutes duration between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak was installed for 22 months, due to the length of time the pad-pak was installed the low battery warning is likely due to the adverse storage conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.